Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reports battery depleted in less than a year and is inquiring why. Agent reviewed longevity with high settings can result in less than 1 year longevity. Pt states device depleted 2 weeks ago and was implanted with a new device. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reports battery depleted in less than a year and is inquiring why. Agent reviewed longevity with high settings can result in less than 1 year longevity. Pt states device depleted 2 weeks ago and was implanted with a new device. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.